Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase and cycle of treatment. The pd patient reported fluid leaked onto the floor. There was no fluid contact within the cycler. The location and cause of the leak were unknown. There were no alarms or warnings prior to the leak. It was reported alternate treatment was available. Upon follow-up, it was reported the patient completed peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase and cycle of treatment. The pd patient reported fluid leaked onto the floor. There was no fluid contact within the cycler. The location and cause of the leak were unknown. There were no alarms or warnings prior to the leak. It was reported alternate treatment was available. Additional information was requested but was not received to date.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase and cycle of treatment. The pd patient reported fluid leaked onto the floor. There was no fluid contact within the cycler. The location and cause of the leak were unknown. There were no alarms or warnings prior to the leak. It was reported alternate treatment was available. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.